Event description:
Per the clinic, the receiver stimulator was explanted on (B)(6) 2016, due to extrusion of the device. The electrode array was left insitu to preserve the cochlea for future implantation.